Event description:
A distributor has reported to the MFR that a customer received a 24g x 3.4 surflow IV catheter in a box labeled for a 22g short bevel needles. The product was not used. There was no report of injury or any pt involvement. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The incident device was not returned for eval. The device history record could not be reviewed without lot numbers. However, the production history for this product code had no anomalies by the quality systems auditor. Investigation process is on-going. A follow-up report will be provided if add'l relevant info becomes available. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.